Event description:
It was reported that prior to performing a laparoscopic nissen procedure, the device was tested and failed continuously. Eventually the customer replaced the hand set. The scrub nurse then wiped the instrument with a swab and the end of the instrument came off on the mop. At no time was the instrument used in a patient. It is unknown how the case was completed, and there were no unexpected outcomes as a result of this event.